Event description:
Additional information received indicating that all confirms that the original clinical adverse event was reported in error for this study subject. The information applied to a different study subject, which is confirmed to have been addressed. There is no adverse event associated with this current complaint.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  H10 additional narrative:  UDI: (B)(4). Added: b5. Corrected: h6(patient codes). H6 patient code: no code available (3191) used to capture (absence of treatment).

Manufacturer narrative:
Product complaint # (B)(4). MFR# 1818910-2020-06252 is being retracted since it was reported in error. Additional information received confirms that the original adverse event was reported in error for this study subject.

Manufacturer narrative:
This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for haemarthrosis. Event is serious and is considered moderate. Event is not related to device and is definitely related to procedure. Date of implantation: (B)(6) 2019, date of event (onset): (B)(6) 2020, (left knee). Treatment: injected medication-adductor block to relieve pain; physical therapy